Manufacturer narrative:
(B)(4). The involved device has not been returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to the evaluation of a retained sample from the same lot and quality records. Visual inspection of the retained sample confirmed there were no indications of malfunction or pre-existing defect. Leak testing of the retained sample confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the shipping inspection record confirmed there were no discrepancies in the inspection results. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the currently available information, there is no evidence that the reported issue was related to a device defect or malfunction. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Actual sample not returned

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00245 to provide additional information regarding the results from the evaluation of the returned sample. Visual inspection upon receipt found that a tear had been generated on the area where the two balloons had been welded. Magnifying inspection of the torn portion found the evidence of elongation, implying that the balloons were subjected to some pulling and tearing forces. The segment adjacent to the tear was cut open and the cut cross section was inspected under magnification no anomalies were noted. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is consistent with damage due to the user applying an excessive pulling force, resulting in the tear between the two balloons. The labeling does address the potential for deflation in the instructions-for-use with statements such as: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it" and "patient should not be left unattended while the tr band is in use." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2014-00245 to provide additional information received by the manufacturing facility.

Manufacturer narrative:
As stated in section. This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2014-00245 to provide the user facility maude report number (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2014-00245 to provide the user facility maude report number (B)(4).

Event description:
The user facility reported that the balloon on the tr band immediately deflated after inflation. Follow up communication with the use facility confirmed: the tr band was applied to the right wrist; the balloon deflated immediately after inflation; after trying multiple times to re-inflate the product would not hold pressure; due to the reported issue there was a small amount of bleeding, no medical intervention was required; another tr band with the same lot number was applied and worked fine without issue; the procedure was completed successfully; and the patient has recovered.